Event description:
The patient reported the ins in the box code on the patient programmer (pp). This started 2-3 months ago. The patient changed the batteries on the pp and the code still occurred. No symptoms were reported. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.